Event description:
A patient's mother called into report on a device that was life threatening to her sons health. She is reporting the vocsn ventilator was contaminated with white powder when sent for her son to use at home. This led to him being hospitalized due to him having a stroke. She wants to bring attention to her receiving the device infected. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).